Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm keypad anomaly due to critical pump error (open book image) alarm. Device received with cracked battery tube thread and cracked case battery tube noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had keypad unresponsive or button error. The customer¿s blood glucose was 239 mg/dl. Customer stated that the insulin pump was exposed to moisture. Customer dropped the insulin pump under shower. Customer also reported that crack in case on the backside of the insulin pump at the insulin side of the insulin pump from top to bottom. The insulin pump will not be returned for analysis.